Event description:
It was reported that this pacemaker system exhibited noise oversensing which was suspected to be caused by electromagnetic interference (emi) during a medical procedure. Additionally, a change in the right atrial (ra) lead pacing impedance measurements were observed. Technical services (ts) reviewed the event and recommended further review. No adverse patient effects were reported. This pacemaker remains in service.